Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported problem. The fse also replaced the patient side cart (psc) door latch and tightened the vision side cart (vsc) monitor arm due to unrelated issues found during the site visit. The system was tested and verified as ready to use. Isi received a da vinci product to perform failure analysis. The usm was analyzed, and error 1169 was not replicated but was confirmed as having occurred via the field error logs. The log showed multiple 1169 errors occurring on usm 1 pointing to the magnetic cannula sensor. The usm passed all tests that were performed, and no fluid intrusion/damage was observed.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the system displayed a message of "invalid cannula" on universal surgical manipulator (usm) 1. The customer changed out the cannula and the drape, but the issue remained. The customer would perform a hard power cycle after the procedure. The surgeon continued with the other usms. The procedure was completing as planned with no reported injury. The intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted isi technical support on a later date to report that they encountered issues with usm 1 in the morning while setting up for another case. There was no patient involvement, and the procedure was converted to open surgery.